Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer confirmed that no fault on the device and the issue had been resolved prior to arrival. A customer technician logged into the system and found no faults. The user was able to log into the machine without issue. The system functioned as intended when the field service engineer evaluated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hmnvmspx3b drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.